Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly, and damage. Blood glucose at the time of incident was 213mg/dl. The customer states the insulin pump stop working and there is a crack on the end cap. The insulin pump would not register the priming and was squirting insulin out. The drive support cap looked normal. The customer states they were not able to exit the "preparing to prime loop". The customer states the reservoir was removed and it did not notice the insulin continued to drip after letting go of the act button. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis. The device will be returned for analysis.